Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was to undergo a lead revision on (B)(6) 2020 (please see related MFR. Report#: 1627487-2020-21893). During the revision, the physician opened the ipg pocket and found pus discharge at the ipg site, and no pus was noted elsewhere. To address the issue, the physician opted to explant the system. Oral antibiotics were given to the patient.

Event description:
Follow up information identified the patient¿s infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.